Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a left unruptured cavernous (cav) aneurysm measuring 10mm x 4.75mm. During pipeline deployment, it was reported that the pipeline would not release from the capture coil. The marksman catheter was advanced through the pipeline in an attempt to release it from the capture coil and it eventually released. The distal tip broke off while attempting to retrieve it through the marksman catheter. After failed attempts to retrieve the broken segment with a snare and an alligator retrieval device, the physician and proctor decided to deploy a neuroform stent along the length of the broken distal segment to pin it against the vessel wall. It was reported that the patient had an angiogram with great results on (B)(6) 2012 and was discharged that day.